Event description:
The patient's daughter reported that in 2007 her mother was hospitalized with a blood glucose reading of "hi." She stated her mother awoke during the early morning hours not feeling well and assumed, without testing, her blood glucose was low and treated herself by taking glucose tablets. When the pt awoke later and tested her blood glucose, her blood glucose meter would only register "hi." The pt then changed her insulin infusion set, bolused through her infusion device, and sought medical attention. She was hospitalized and was treated by removing her infusion device and putting her on an insulin IV. The pt stated that prior to this incident her insulin infusion device displayed"--7-" but she did not try to clear the error reading or call for assistance. The pt's daughter was calling for assistance in restarting the infusion device. The daughter was advised the device was displaying a battery error and she was instructed to remove the battery. When she did so, it was discovered that the battery had expired 04/2006. The daughter was instructed to dispose of all expired batteries and replacement batteries were sent. On follow up 3 days later, the pt reported she got out of the hosp today, but when she inserted the new battery, the display screen of her infusion device looked as if were missing segments. The product was replaced and requested to be returned for eval.